Event description:
Account experiencing getting negative urine result for blood and leukocytes, which either did not fit the clinical picture of the patient, or were discrepant with visual dipstick, for two patient samples. Patient 1, occurred in 2008, generated negative urine results for blood and leukocytes, which did not fit the clinical picture of the patient, who was later diagnosed with a uti. Patient 2, occurred in 2008, initially generated a negative urine result for blood. A visual dipstick was performed on same sample which showed 50 ery/ul. No information provided to determine if results were used to guide therapy. If additional information is received, appropriate notification will be provided.